Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. It is possible to infer the cause from the results of past similar investigate, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The probe was cracked when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. The tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Also, it was known that the probe was cracked when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the grasping section, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during a gastric sleeve procedure using the subject device, the following event occurred. Lower grasping part of the device broken off. All broken parts were retrieved. The intended procedure was completed with the subject device. There was no patient injury reported. On (B)(6) 2021, based on the additional information, we found that the probe was broken off.